Event description:
The staple doesn't load correctly. A new staple had to be opened to complete the procedure. There was no harm to patient. Manufacturer response for reload signia tri staple 60 pu, (brand not provided) (per site reporter) vendor rep notified with no response.